Event description:
It was reported that the cadd solis legacy pump emitted double beep sound with cassette. The reported event occurred during testing.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was unable to be repeated by running the pump with customer's returned program. Visually inspected the pump's event history logs and showed "no disposable" alarm messages after pump starting. Service recommended downstream occlusion sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.